Event description:
It was reported that an overinfusion occurred. The pump was programmed to deliver 90cc of heparin over 9 hours at 10cc/hr. Rate was then lowered to 9cc/hr approx 5 1/2 hrs into infusion. Heparin bag found empty approx 3 hours later. There was no resultant patient complication.